Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00311. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00239. The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00311. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00239.

Manufacturer narrative:
Replaced gas o2 gas control module; n2o gas control module; and air gas control module to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during pre-use checkout, unit showed n2o hardware mixer failure. N2o gas hose disconnected from the pipe line. There was no reported patient involvement.